Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed delamination total of the valve (adhesive failure) additional observations: no other observations observed. No further actions are required as the device was implanted. Additional, changed, and/or corrected data: h3, h6.

Event description:
Healthcare professional reported unknown side deflation. Later, healthcare professional reported left side deflation. Device has been explanted.

Event description:
Device has been explanted.

Event description:
Healthcare professional reported unknown side deflation. Later, healthcare professional reported left side deflation. Device has been explanted.

Event description:
Healthcare professional reported unknown side deflation. Later, healthcare professional reported left side deflation. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5.

Event description:
Healthcare professional reported unknown side deflation. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.